Manufacturer narrative:
E1 phone number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient already had a surgical intervention planned for an ins replacement due to elective replacement indicator (eri). The ins was implanted 4-5 years ago. When the pocket was opened, pocket/ins corrosion was seen. Gray matter in the patient and on the ins. The cause of the corrosion was not identified. The ins was replaced as planned and the issue was resolved. Patient was alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the lead was placed for the test period on (B)(6) 2027. The ins was placed on (B)(6) 2017 after a successful test period. On (B)(6) 2018, there was a revision of the lead, both leads were connected to the ins and no abnormalities were seen at that time.

Manufacturer narrative:
H3: device evaluation: analysis of the returned implantable neurostimulator (ins) determined that the battery was near normal battery depletion; however, the ins output and telemetry were acceptable and no significant anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.